Event description:
Pt was intubated with the laser-resistant endotracheal tube for vocal chord surgery being performed with a co2 laser. During the procedure, the laser beam was directed from the vocal chord tissue to the outer shaft of the et tube. A spark appeared followed by an instantaneous flash fire, and grey smoke started coming out from the "directoscope" which extinguished itself almost immediately. There was no injury to the surrounding structures and tissue of the pt, and the procedure was continued after the tube was replaced.

Manufacturer narrative:
The product instructions included with each laser et tube states in the warnings: do not impact the laser shield ii with a laser beam. The reflective aluminum wrapping is exposed and energy of the laser maybe reflected onto the pt's tissue causing injury. According to the initial reporter, there was no injury to the pt, and since no intervention was reported, we are not reporting this as a serious injury. But based on past history an injury is possible, due to this type of user error; therefore, we are submitting this as product problem. Our records indicated that an airway fire due to use error is an uncommon event, and the labeling includes adequate info (warnings and precautions) for the user.